Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no information available regarding the customer's blood glucose level at the time of the event. The customer declined to share the type of backup therapy they would use to ensure uninterrupted insulin delivery.